Event description:
Additional information was received indicating that the oversensing was suspected to be due to the right ventricular (rv) lead and not the device.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-98242, the same issue was reported as 2017865-2025-00742.

Event description:
During a remote follow-up, myopotential oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.